Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the unit revealed a mis-connected tubing. The tubing was re-connected to resolve the reported issue.

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.